Event description:
It was reported by service report that the foot lift motor was not lowering from the full height. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results - lit motor assembly.